Event description:
After an impression was taken with aquasil ultra, a patient with no known allergies developed irritation at the corners of the mouth resembling symptoms of cheilosis, the symptoms were still present two weeks following the procedure. There was no report of any intervention administered, though the patient was referred to a dermatologist for further treatment.